Manufacturer narrative:
The complaint handling specialist at zyno medical informed the distributor representative that this affected device is not covered under warranty. The contract service provider, (B)(4), is qualified servicing and repairing the unit, as well as being the primary owner. Zyno medical is currently waiting for the confirmation from infusystem.

Event description:
A distributor representative reported an infusion issue discovered at a user facility to zyno medical on (B)(6) 2018: "they have a pump set aside that was infusing too fast and needs to be checked". A patient was involved when the issue was noticed, but no patient injury or harm occurred for this case. The serial number for the affected device is (B)(4). The device was set to infuse for 16 minutes but ended the infusion in 10 minutes. No specific event date was provided but the reporter mentioned that "issues occurred over a month ago". The solution used was unknown.

Event description:
This is a follow-up for the initially filed MDR (3006575795-2018-00040).

Manufacturer narrative:
The pump was sent to the distributor (B)(4) for evaluation. The pump was tested and met specifications. The reported flow rate issue was not confirmed.